Event description:
It was reported that during implant attempt, the lead had to be repositioned due to t-wave oversensing. The helix failed to extend and there was positioning difficulty. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; distal and defib conductors distorted; outer insulation rbeached/cut; helix/lobe distorted/bent; deformation/fracture in 5cm prox section of the inner coil; extension problems.